Manufacturer narrative:
A representative went to the site to preform system check out. It was noted that the motion would not initialize. They replaced the charger enclosure, found power enclosure had failed. So they also replaced the power enclosure and power tray. System is ready to use. Are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used intraoperative for a sacroiliac and thoracolumbar procedure. It was reported that the system is showing a critical battery error during a case when they were trying totake a 3d spin. The system was beeping and showing critical battery error. The representative tried to reboot the system and reports that the system is showing the same error. They confirmed that the system was plugged in over the weekend. The site is electing to use a different system to complete the case. There was no reported harm to the patient present and there was a delay of less than one hour.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, serial/lot #: rev. 1 : s/n fmzuu, ubd: unknown, UDI#: unknown product ID: bi71000176, serial/lot #: (B)(6) s/n (B)(6) ubd: unknown, UDI#: unknown product ID: bi71000195, serial/lot #: (B)(6) s/n (B)(6) ubd: unknown, UDI#: unknown h2, h3, h6: concomitant products bi71000175, bi71000176, and bi71000195 were received, but have not been analyzed. Codes b21, c21, and d16 are a pplicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned power conversion enclosure failed bench testing. Transistors q1, q28 and q14 failed, they were found to be shorted. Pre viously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: lot number updated pn: bi71000175, lot: rev. 1 : s/n (B)(6) section g was updated. H3: the charger was returned and it was noted that they were unable to confirm reported complaint. The charger enclosure was severely dusty and matted on fans. It was cleaned and installed in the test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. No failure was confirmed. B01,c19,d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.